Manufacturer narrative:
All buttons function properly on the insulin pump. There were no button error alarms noted. However, moisture damage was noted on the keypad traces during the visual inspection. The moisture damage was also noted on the electronic assembly during the visual inspection. The pump was missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that her insulin pump was dunked in water for just a moment. Customer stated that she is receiving a button error alarm. Customer stated that she can still see water under the display. Customer's blood glucose is 127 mg/dl. Customer stated that the alarm occurred right after the pump was exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.